Event description:
It has been reported to philips that the allura system shut down in the middle during a procedure and would not power back on. The procedure was continued in a different system. No harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the mpdu control board which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was in clinical use and the procedure was completed by moving patient to another room. It was reported that the system would not turn on. The defective part was returned for failure analysis and confirmed that no problem found. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed that the system still had incoming 480v but would not start when pressing on button and found bad 500ma fuse preventing system from powering on. Fse replaced the mpdu controller. After the replacement of mpdu controller, the system was returned to use in good working order. The codes were updated based on the investigation outcome.